Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and discovered two blown power line fuses in the imaging system, which directly caused the reported malfunction. The fuses were replaced on-site and the system regained full functionality. An electrical failure mode was confirmed. No parts have been returned for evaluation. No further issues have been reported.

Event description:
A medtronic representative reported that the mobile viewing station (mvs) on the imaging system was not charging. The power line light was not illuminating when the system was plugged into multiple outlets. This occurred outside of any patient involvement. No additional details were provided.